Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the electrogram which was oversensed and delivered an inappropriate shock. The oversensing inhibited pacing in this patient who is pacemaker dependent.